Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 at 8:30 pm with a high blood glucose level of 900 mg/dl. The customer was treated for their blood glucose with fluids in the intensive care unit. The customer was wearing the pump at the time of emergency room visit. It is unknown what caused the high blood glucose level. The customer did not return the product back for analysis.